Event description:
The tech alleged the right head brake caster is not fully locking causing the bed to slide. No pt impact.

Manufacturer narrative:
The tech replaced the right head brake caster to resolve the issue.